Event description:
Procedure: bilateral & umbilical hernia. Reportedly, during use the balloon detached from the instrument and fell into the patient's abdomen. The complete balloon was retrieved and there was no patient injury. The device was discarded due to patient being hiv positive.